Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the clamp was closed on the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to start over with new supplies on the homechoice (hc) machine. The hp stated, she was connected to the hc and realized she forgot to open the patient clamp during the priming. The hp stated there were a lot of air bubbles in the patient line. The technical service representative (tsr) advised the hp of proper set up procedures and assisted the hp to cycle power to end therapy to start over with new supplies. No patient injury or medical intervention was reported.